Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a cut/hole in the silicon tubing between the occluder feet. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. During leak testing, a leak was identified beneath the white twist sleeve. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set leaked; further described as ¿leak was coming from where the hose met the white portion of the twist clamp¿. This was observed during draining of peritoneal dialysis therapy. The transfer set had been in use for four days. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.